Manufacturer narrative:
Analysis found that the complaint was verified. The indigo handpiece was very noisy and ran very rough. After 1 minute the front temperature was 121f and the rear temperature was 100f. The ambient temperature was 80f. The housing and laser markings were damaged. The o-rings were worn. The connector was dented and very difficult to plug into the console. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece made hard sound and was heating in the locking area. There was no patient impact. On follow up it was confirmed that the overheating was sudden but it happened within a few minutes during testing. A back up device was used.